Event description:
Device 2 of 2; reference MFR. Report#1627487-2018-13459. It was reported the patient experienced inadequate coverage with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy restored.